Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported set leaking from a 0.5 inch split at male luer end of the set during infusion. There was no patient harm and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.